Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient presented multiple times for a "poor physical condition." The pacemaker was checked and no abnormalities were found. At a subsequent visit, a "pacing failure" and a rise in thresholds were found. The device reportedly had reached elective replacement indicator (eri). The pacemaker was removed and replaced. There were no further patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.